Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records indicate that tooth #4 had previous root canal treatment with an endo-post and crown. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported tooth loss. This event is being filed as an MDR as the treating doctor reported that the patient required tooth extraction (serious injury), and the invisalign system aligners were used. The date of event (b3) is based on the timelines reported to align by the complainant and compared to the patient information. There is no conclusive evidence to confirm the date of the reported required tooth extraction of #4.

Event description:
The treating doctor reported that the patient required a tooth extraction (tooth #4). No additional information is available at this time.